Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of skin infection, peritonitis, and recurrent peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Action taken with dianeal therapy was unknown. On (B)(6) 2012, (B)(6) pharmacovigilance received the following information from a baxter (B)(6) customer care representative. On an unreported date, the patient had a skin infection. On an unreported date in (B)(6) 2012, the patient experienced peritonitis. The patient was treated with unspecified antibiotics until (B)(6) 2012. On (B)(6) 2012, the patient was diagnosed with recurrent peritonitis manifested by cloudy effluent. On an unreported date, the patient was treated with second batch of unspecified antibiotics. The patient was recovering from this peritonitis event. The peritonitis and recurrent peritonitis events were reported to be unrelated to baxter products.

Manufacturer narrative:
(B)(4). Additional information received: on (B)(4) 2012, the following was received from a baxter customer representative via the patient's nurse. It was reported that the patient had an infection in his catheter. The event had been going on for three weeks.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.